Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02916). This MDR resubmission now reflects the correct product registration number. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes/messages, error code 357.6020 - failed keypad test on pm for the restart key, barrel clamp a bit sticky and doesn't always close down for the "normal" position test of the pm. There was no patient involvement reported.

Manufacturer narrative:
Updated adverse event codes (h6).

Event description:
The customer reported alarm - error codes/messages, error code 357.6020 - failed keypad test on pm for the restart key, barrel clamp a bit sticky and doesn't always close down for the "normal" position test of the pm. There was no patient involvement reported.